Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device was defective was confirmed. It was found that the device had external physical damages, the 8 way socket assembly was corroded and that the mounting foot was missing. The device was also displaying and error code : invalid instrument. The service of the device was however declined and was placed into long-term hold as it was not needed for the equipment exchange pool use. The external physical damages and the missing mounting foot are most likely due to user mishandling of the device. Also fluid ingress into the device would have caused the corrosion of the 8 way socket assembly, which in turn would have caused the device to display the error code. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that the generator device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the 8 way socket assembly was corroded on the device. There was no procedure nor patient involvement reported. No additional information was provided.